Event description:
63 yr old female presented with chest pain, dehydration & vomiting. She had an exploratory lap & decompression of the small bowel. On 1/21/97, she was noted to have swelling at the device site. Portogram done showed contrast leak. Pt was taken to surgery and catheter was removed. A leak was present at the point where the catheter tubing connects to the port. Location: rt subclavian. Antibiotic leaked into tissue due to crack in device. No infection at this time.